Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss of over one hour occurred for the wearable with the serial number (B)(6). However, data for the wearable with the serial number (B)(6) was provided for evaluation. It was determined, that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.